Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues with three infusion sets. Customer stated with the third infusion set it leaked and his blood glucose went up to 462 mg/dl. On the second infusion set the insulin pump kept alarming no delivery. Troubleshooting was performed for the alarm and the customer was advised the insulin pump was working as designed. The customer is not returning the insulin pump for analysis.